Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2023 wherein the occipital system was explanted to address the issue with this system. Additionally, the lumbar system was also explanted and replaced with a new system to address the issue with the lumbar system. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4) , serial:n/a, batch:4242609.

Event description:
Related manufacturer reference number: 1627487-2023-03181. Related manufacturer reference number: 1627487-2023-03183. Related manufacturer reference number: 1627487-2023-03184. It was reported that the patient never experienced effective therapy from their occipital scs system for their migraines. The ipg for their occipital system in inoperable. Additionally, the patient experienced ineffective therapy from their lumbar scs system due to high and low impedances. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the occipital leads attributed to the ineffective therapy.